Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) and right ventricular (rv) lead revealed noise and oversensing. In addition the right atrial (ra) lead revealed a drop in pacing impedance less than 100 ohms and an insulation break was suspected on this atrial lead. Both leads were reprogrammed and no adverse patient effects were reported. A revision procedure is to be performed in the near future. The leads remain in service.

Manufacturer narrative:
Additional information was receive that it is unknown if a revision occurred on the right atrial (ra) lead and right ventricular (rv) lead. The patient was lost to follow up and the field representative suspected that the products were replaced with competitor leads. Due to the unknown location these leads will not be returned to boston scientific. Therefore a complete detailed analysis can not be performed to determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that both ra and rv leads were capped and abandoned during a recent revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
To date the revision procedure has not been performed and the leads remain in service. A final report will be sent after information is received of the revision procedure. If the products are returned to boston scientific laboratory analysis will be performed and determine the root cause of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.